Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists various types of organ failure and death as adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi-system organ failure. The attending surgeon mentioned that the patient suffered from a progressive multi-organ failure which was not related to any device related issue. An autopsy was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.